Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was causing the motor device to heat up and turn off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device was heating up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the attachment device was causing the test handpiece to stall.it was aldo determined that the device failed pre-test for oscillating frequency check. Additonally, it was observed that the device made excessive noise, the needle sleeve seized, would not rotate, and there was excessive unknown debris on the internal components from improper cleaning, which is user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.